Event description:
--

Manufacturer narrative:
(B)(4). A revision procedure was performed and this lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing and a lead x-ray be performed. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) additional information was received stating that no further testing was performed on this patient as the physician will be scheduling a revision procedure in the future. This product issue will be re-evaluated if additional details are received.